Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1340 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2023, and the patient¿s antibiotics were reportedly continued. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023, and a permanent hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient transitioned to hd on (B)(6) 2023 without reported issue and is recovering from the events. The pdrn stated the patient will not return to pd therapy following discharge, as the nephrologist feels the patient can no longer safely/aseptically perform ccpd therapy at home alone. The pdrn attributed causality to an touch contamination event involving poor hand hygiene, and a foot infection which cultures determined was the same organism . Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s) deficiency or malfunction.